Event description:
The customer stated that they received erroneous results for two neonate patients tested with accu-chek inform ii meter serial number (B)(4). Both patients were tested as routine procedure following birth. Both patients were (B)(6) at the time of the event. At 7:05 p.m., a heelstick sample from the first patient was tested in the meter, resulting with a glucose value of 36 mg/dl. At 7:15 p.m., a heelstick sample from the patient was tested in the laboratory using an unknown method, resulting as 60 mg/dl. At 9:37 p.m., a heelstick sample from the first patient was tested in the meter, resulting with a glucose value of 40 mg/dl. At 9:44 p.m., a heelstick sample from the patient was tested in the laboratory using an unknown method, resulting as 52 mg/dl. At 6:35 a.m. On (B)(6) 2018, a heelstick sample from the second patient was tested in the meter, resulting with a glucose value of 37 mg/dl. At 6:45 a.m. On (B)(6) 2018, a heelstick sample from the patient was tested in the laboratory using an unknown method, resulting as 52 mg/dl. At 7:20 a.m. On (B)(6) 2018, a heelstick sample from the second patient was tested in the meter, resulting with a glucose value of 38 mg/dl. At 7:25 a.m. On (B)(6) 2018, a heelstick sample from the patient was tested in the laboratory using an unknown method, resulting as 58 mg/dl. No adverse events were alleged to have occurred with the patients. Quality controls on the meter were acceptable on 28-nov-2018 and (B)(6) 2018. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and estsed with quality control material. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: vial 1 level 1: 44, 44, 45 mg/dl, level 2: 301, 302, 295 mg/dl. Vial 2 level 1: 45, 45, 45 mg/dl, level 2: 311, 305, 307 mg/dl. Vial 3 level 1: 46, 45, 45 mg/dl, level 2: 299, 299, 300 mg/dl. Vial 4 level 1: 45, 46, 45 mg/dl, level 2: 296, 312, 296 mg/dl. All returned results are within an acceptable range.